Event description:
It was reported that the display stayed black in an arctic sun device. Per review of wo on 05jun2025, there was no patient involvement. Per follow up information received via mail on 05jun2025, device would be repaired in the hospital by crs. They would just change the control panel. Per sample evaluation results received via task on 18jun2025, it was reported that the temperature in cable nellcor was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone provided: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was a failed temperature cable. The temperature cable was evaluated upon receipt. The cable was found to be defective. No error codes were observed on the artic sun 5000. Nellcor temperature in cable was replaced. Functional check performed. No issues detected. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the serial number is unknown. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the display stayed black in an arctic sun device. Per review of work order on 05jun2025, there was no patient involvement. Per follow up information received via mail on 05jun2025, device would be repaired in the hospital by crs. They would just change the control panel. Per sample evaluation results received via task on 18jun2025, it was reported that the temperature in cable nellcor was defective.